Event description:
The correct data base is on f/u dated 02/17/2006.

Event description:
Add'l info rec'd from MFR 2/17/06: a review of the device history record revealed no discrepancies associated with this complaint. The medwatch report stated that the sample was returned to the distributor 12/20/2005. We have searched our complaint database and we have not been able to locate this complaint in our system. We were unable to contact the distributor or the customer concerning the sample, as we are unaware of who reported this incident.

Event description:
Attempting to place PICC line on pt for long term use for high dose solumedrol. Pt with poor access. Able to cannulate vein with some difficulty but unable to thread catheter, was able to advance about 10-15 cm before meeting resistance. Attempted to remove catheter (via intruducer remained in place). Resistance met when removing and stopped pulling and waited thinking that pt had venospasms. Again tried two times more to remove catheter but again met resistance. On the 3rd attempt the catheter fractured leaving approximately 1cm of catheter. Tourniquet still in place introducer removed with fractured piece of catheter lodged in slit of peel away introducer, able to visualize slit entire length of introduce was not intact. Pt with no injury reported to manufacturing co and product returned to distributor per request for evaluation.